Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) felt burning up, tingling sensations, achy and felt having shocks in the body. Boston scientific technical services (ts) referred patient to physician. This device remains in service. No adverse patient effects were reported. Additional information indicates that this crt-d was explanted due to unknown reasons. No additional adverse patient effects were reported. This device was returned to boston scientific.

Manufacturer narrative:
The returned crt-d was analyzed, passed all tests performed, and exhibited normal device characteristics. Analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) felt burning up, tingling sensations, achy and felt having shocks in the body. Boston scientific technical services (ts) referred patient to physician. This device remains in service. No adverse patient effects were reported. Additional information indicates that this crt-d was explanted due to unknown reasons. No additional adverse patient effects were reported. This device was returned to boston scientific.